Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected low out of range right ventricular (rv) pacing impedances of less than 200 ohms. When programmed to a bipolar configuration, the rv pacing impedance was around 170 ohms and there was intermittent capture at maximum output. It was noted there were two impedances in the 400 ohms range when tested in a bipolar configuration, but then it went back down to 170 ohms. When programmed to a unipolar configuration, the pacing threshold was 1 v at 1 ms, pacing was more consistent and the pacing impedance was around 220 ohms. Therefore, the decision was made to leave the pacemaker system programmed to unipolar pace and bipolar sense. The cause for the low pacing impedances was not determined. The patient was not considered pacer dependent. There were no adverse patient effects reported. This pacemaker remains in service.

Event description:
Additional information was received that this pacemaker system is programmed to a unipolar configuration because there was no capture when programmed to a bipolar configuration. It was noted the patient's threshold is good, autocapture is programmed on, and the pacing output is programmed to 3.5 v. The patient, however, complained of pocket stimulation when programmed in a unipolar configuration. There were also multiple episodes of oversensing noted on the right ventricular (rv) channel when programmed in a unipolar configuration. The episodes occurred on different days, so it was intermittent. The representative could not reproduce the oversensing. Technical services discussed possible causes for the clinical observations. They may turn off the right ventricular auto threshold (rvat) to help with the pocket stimulation. At this time, no further actions are planned and the patient will continue to be monitored. This pacemaker system remains in service and there were no adverse patient effects reported.